Event description:
Patient's caregiver advised that when mixing for each of the last 3 days, upon removal of all the bubbles in the cassettes, the bubble re-appeared. Caregiver apprehensive to use, thinking that air may be leaking back into the cassette somehow, which may break down the sterility of the product.